Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the log file showed host-pc malfunction. The fse replaced the host-pc, reloaded software operating system and applications, reconfigured manually and recalibrated the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.